Manufacturer narrative:
Event date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient said the external "service were not connecting to the ins." They were able to feel the ins through the skin, and repositioned the communicator. They restarted the handset. The caller was disconnected. About one hour later, the patient called back for additional assistance to try and resolve: device not responding. The patient was worked with to reposition the communicator, restart the handset again, and lean forward. The patient said they could feel their ins under their skin, they ensured a vertical orientation, and toggled on the bluetooth (it had been off). The patient said they had no falls or traumas, and no other medical tests or procedures. They said they noticed the device not responding issue started maybe a month to three weeks ago (event date: (B)(6) 2022 month valid), and they noticed a sudden return of symptoms about two weeks ago (event date: (B)(6) 2022 month valid). A replacement communicator request was offered and sent to repairs which noted the patient was getting device not responding despite repositioning the communicator numerous times, restarting, and ensuring bluetooth was on. The patient was redirected to their doctor to check their system in-person if the communicator did not resolve the issue.